Event description:
The clinician reported that during the procedure, the jaw broke off the endoscopic vein harvesting bipolar device. The piece was retrieved from the patient. There was no report of patient injury.

Manufacturer narrative:
Patient information was requested. The clinician stated that this information was not available. The 510(k) number for the bipolar device is k003587. This device is a component in the clearglide evh small ktv15 kit. The bipolar device was discarded by the clinician and is not available for evaluation. Without the physical device, the cause for the reported break cannot be determined. The traceability of the device cannot be identified and therefore, the manufacturing records can not be reviewed. The bipolar instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument".